Event description:
The customer reported that the system displayed a generator frame sync error message. As a result the system failed to generate fluoroscopy x-ray and exhibited a loss of functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onstie investigation. The interconnect/emi cable assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.